Event description:
Per the clinic, the electrode array was mistakenly placed due to abnormal anatomy, resulting in the decision to explant the device. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.